Event description:
It was reported that the customer's insulin pump had a damaged screen. The customer stated that there were severe scrathes that impeded viewing the screen. The customer's blood glucose was unknown. Advised customer to revert to back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.